Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was in 400s mg/dl. Customer reported that he had an infusion set that became occluded after 1 day. Customer then changed the set and blood glucose went down to 200s mg/dl and are now stabilized. Customer reported that blood glucose were in the 250s mg/dl the rest of day. Customer reported that there was a little bit of clouding around where it connects at the reservoir. Customer declined troubleshoot for high blood glucose. The pump will not be returned for analysis.